Event description:
High thresholds please specify apparently the patient was seen in clinic and found to have very high rv thresholds, due to this the lead was extracted and replaced by another boston scientific lead clinical actions for device: other please explain extracted and replaced if applicable, please provide additional details about what happened to the patient or product(s) relevant to this event. The lead was extracted and replaced. Threshold was >5.0volts apparently (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).